Event description:
It was reported that the right atrial (ra) lead had an insulation breach and declining function. It was further reported that the right ventricular (rv) lead was damaged during the ra lead revision. Additionally, the rv lead helix would not retract so the helix was cut out. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage. There are melts throughout on outer insulation. The helix is retracted and doesn¿t appear damaged in any way. Concomitant product: product ID: 4068-45 lead, implanted: (B)(6) 2003. (B)(4).